Event description:
Needle bent and additional needle needed to be placed.

Manufacturer narrative:
According to the customer contact, the needle was bending during use. It was reported that an additional needle was required to be placed due to the "kink after he got past the dilator." No other medical intervention was reported and no injury was reported due to the incident. A sample was returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.